Event description:
It was reported that during surgery, the bur was skipping. It was also reported there were no adverse consequences, a clinically insignificant delay and the procedure was completed successfully.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.